Event description:
It was reported that the 9900 system had a chanel 8 error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board and the battery charger were replaced. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.